Manufacturer narrative:
Exact date unknown, event occurred on the patients first time charging.

Event description:
It was reported that the patient was not getting an adequate stimulation. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an explant procedure. The explanted ipg was not returned.